Event description:
I was reported that the patient's incision came apart two times. The physician decided to explant the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.